Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that housing opened during the surgery, the delrin ball is missing. It was confirmed that delrin ball did not fall into the surgical field. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that housing opened during the surgery, the delrin ball is missing. It was confirmed that delrin ball did not fall into the surgical field. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The customer comment was confirmed. The delrin ball was confirmed to be missing from the battery housing during evaluation. Based on similar complaints, possible causes of a missing delrin ball include wear and tear, mechanical damage to the delrin ball that can cause it to shatter, or degradation of the delrin ball due to extended autoclaving. The investigation also concluded that one of the internal contacts had been broken possibly due to stresses during insertion/removal of the battery and fatigue of the contact.